Event description:
It was reported that, a patient had a revision tha due to stem loosening and suspected of infection. During the surgery, a surgeon noticed that there was metallosis in the hip joint. The surgeon removed all implants and implanted a cement mold to save infection.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a alumina v40-femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Metal transfer marks from the explantation process and from contact with the debris generated from the impingement were observed on the articulating surface of the alumina head." The mar report concluded: "there is evidence of impingement of the neck of the exeter stem on both the titanium sleeve and the ceramic insert of the trident ceramic insert assembly. Metal debris was generated from both the exeter stem and the titanium sleeve of the trident ceramic insert assembly. No material or manufacturing defects were observed during this analysis" medical records received and evaluation: a medical review was performed and concluded: "component malposition leading to impingement is at the root of all other problems in this case including metallosis, stem loosening and the impression of suspected infection. As such the root cause of failure is procedure-related with regard to component malposition of an undetermined degree or type due to lack of x-ray verification and even if infection would have been present, unlikely though, this would also be a procedure-related complication after surgery. No indication for presence of device related problems as also supported by the mar findings. This case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lots or sterile lots conclusions: a material analysis was performed, no material or manufacturing defects were identified. A medical review was performed based on the case description and the material analysis report. The root cause of the impingement identified on the devices was determined to be as a result of significant component malposition of either the stem/cup or even a combination of both. The suspected infection was not confirmed.

Event description:
It was reported that, a patient had a revision tha due to stem loosening and suspected of infection. During the surgery, a surgeon noticed that there was metallosis in the hip joint. The surgeon removed all implants and implanted a cement mold to save infection.